Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer also received a battery out limit and the customer was unable to clear the alarm. Customer blood glucose reading at the time of the call was 98 mg/dl. No further information reported.